Event description:
It was reported to baxter (B)(4) that a multirate infusor device was found to be leaking from its multirate control module. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with a solution of 16ml of fentanyl citrate, 200ml of ropivacaine hydrochloride hydrate, and 1ml of droperidol. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.